Event description:
It was reported to an aci sales professional that a female pt underwent a diagnostic coronary catheterization procedure on (B)(6) 2010. Access of the common femoral artery was obtained via a 6f sheath. Following the procedure, the physician trained to the mynx, chose to use the device for femoral arterial closure. The physician prepped and deployed the device per instructions for use. There were no reported procedure or pt complications. Sometime post procedure, it was reported that the pt experienced a local reaction. The physician recommended that the site be surgically opened and sealant removed. Wound vac was applied to the groin post op for a softball sized surgical wound. No other info was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported local reaction could not be determined. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use (IFU). The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.